Manufacturer narrative:
Additional information received on 29-jan-2019 that there was no patient involvement. One cadd prizm vip pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review was performed and found no evidence of reported problem. Visually inspected the pump and found error code 10106 on display during power up. The customer's stated problem was verified. Inspected the pump and found error code 10106. Further investigation of the pump and determined that the rtc battery voltage was very low. A low voltage rtc battery is the root cause of the issue. Service replaced the rtc battery to correct the reported problem. The root cause of the issue is unknown.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical cadd prizm vip pump displayed looping alarms for error code 10106. Also reported that the pump was self-resetting. No reported adverse effects.